Manufacturer narrative:
A thorough investigation was to be performed to determine the root cause of the reported issue; however, the suspected part was not returned for evaluation. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq cvx ultrasound system was not available during a critical procedure. The system was not able to adjust the mpr (multiplanar reconstruction) view while in multivue mode and the triclip procedure was canceled. There was no patient or user harm associated with this event. There was no further information available. Philips has started an investigation, and upon completion, a follow up report will be submitted.